Event description:
A surgeon reported multiple cases of 'spotted pattern', post lasik surgery. This case references fifth patient's right eye. Additional information received indicated that the patient was treated with a steroid taper and reported issue has not yet resolved. According to surgeon patient is not experiencing any visual disturbances. A company representative has visited the site and recommended review of user adjusted laser energy settings; possibly reducing the treatment energy settings. Additional information has been requested. This reported event involved multiple medical device reports. This report references the fifth patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).